Manufacturer narrative:
The reported events were for mode switch and oversensing noise. A complete lead was returned in one piece for analysis. Visual inspection found an external abrasion breaching the outer insulation proximal to the suture sleeve impression consistent with friction to device can. The outer coil was exposing at this location. The cause of oversensing noise was due to the outer coil being exposed at the abrasion location.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing which resulted in pacing inhibition and in inappropriate mode switch. The ra lead was explanted and replaced. There were no patient consequences.